Event description:
The customer called and reported that the insulin pump alarmed with no delivery. Customer declined to troubleshoot for this issue. Customer had also received a motor error on the insulin pump. Her blood glucose at the time of the report was 172 mg/dl. Customer was able to complete rewind sequence. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer was advised the device would be replaced and agreed to return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.